Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in pre-op placement was implanted with an impella 5.0 device for mechanical circulatory support. Impella 5.0 was inserted in the right axillary artery was successfully implanted without issues. During support, the patient had vascular damage. As a result, systemic heparin was turned off for 24hrs. Impella was subsequently successfully weaned and explanted. Patient survived the procedure.